Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer saw strange curves for bd sars-cov-2 flu 74 (445011) assay. The covid result was reported as negative, but the customer questioned the shape of the curve and believes the result should have been positive. The sample was not repeated. Patient samples were involved and results were reported out but there was no patient treatment based on the erroneous results. No patient impact was reported. The following information was provided by the initial reporter: customer sees strange curves for bd sars-cov-2 flu 74 (445011) assay. In run 1935 sample (B)(6) the covid result was reported negative, but the customer questions the shape of the curve and believes the sample should have been called as positive. The sample was not repeated. Fluorescence was ~500 rfu. Unknown if the result was confirmed or reported. "Does the customer always check the curves? Yes, because the customer wants to be sure about the results. Were patient samples involved? Yes were erroneous results reported to the clinician? Yes were patients treated based on erroneous results? No if yes, was there any negative impact to the patient?"

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer saw strange curves for bd sars-cov-2 flu 74 (445011) assay. The covid result was reported as negative, but the customer questioned the shape of the curve and believes the result should have been positive. The sample was not repeated. Patient samples were involved and results were reported out but there was no patient treatment based on the erroneous results. No patient impact was reported. The following information was provided by the initial reporter: customer sees strange curves for bd sars-cov-2 flu 74 (445011) assay. In run 1935 sample a3 the covid result was reported negative, but the customer questions the shape of the curve and believes the sample should have been called as positive. The sample was not repeated. Fluorescence was ~500 rfu. Unknown if the result was confirmed or reported. "Does the customer always check the curves? Yes, because the customer wants to be sure about the results. Were patient samples involved? Yes. Were erroneous results reported to the clinician? Yes. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient?".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false negative". Customer reported that they have a sample tested with the sars-cov2 assay that was reported negative but had a pcr curve which looked similar to a run control pcr curve. The customer run database was provided to bd applications specialists for analysis which revealed no indications of any instrument malfunction. It was also noted that the error only occurred once in 200 samples and no further issues are displayed in the run data. This complaint is unconfirmed as there was no problem found with the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.